Event description:
This spontaneous case was reported by a family member and describes the occurrence of perforation ("the essure punctured / did x-rays and they found that it had moved to another area") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and morphine. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and pelvic pain ("having a lot of pain"). Essure treatment was not changed. At the time of the report, the perforation, abdominal pain and back pain had not resolved and the pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, pelvic pain and perforation with essure. The reporter commented: she had inserted essure about 18 years ago. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure had moved to another area. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.